Event description:
(B)(4). Became pregnant; learned of migration of coil.

Event description:
(B)(4). All previous symptoms continued with extreme pain on my right side and painful intercourse, daily excruciating migraines and joint pain, night sweats, heart palpitations, high blood pressure, dry mouth, and eye pain. In (B)(6) 2015 I had a bilateral salpingectomy; both tubes removed in attempt to get essure out of my body. One coil was perforating tube, rubbing against my ovary causing an enormous cyst, the other coil embedded in my uterus. All symptoms persist, some worsen. (B)(6) 2016 I had a hysterectomy removing uterus, one ovary and cervix. Experienced relief from daily migraines, random pain and numbness continue, fatigue becomes unbearable, I start experiencing hot flashes, sores in my nose, throat pain, ear pain. (B)(6) 2016 diagnosed with thyroid cancer. (B)(6) 2017 thyroidectomy.

Event description:
(B)(4). Had essure placed in 2009 and the shooting pain in my pelvis started almost immediately. I became pregnant 1 1/2 years later. After the baby was born my periods became unbearable. Had an ablation, (B)(6) 2013, three months later I started to struggle with bouts of fatigue and nausea that kept me in bed for days, this is ongoing. Over the next year I experienced numbness, tingling, and swelling in my arms, hands, legs and feet. As well as random pain all over my body, morning stiffness, depression, and loss of libido; at (B)(6) years old I sometimes feel like I'm (B)(6). Currently seeing a neurologist, rheumatologist and my regular pc.

Event description:
(B)(4). Have also developed auto-immune symptoms as well as severe abdominal pain.